Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.166" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. The complaint regarding broken was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during central processing, the 8mm mega suturecut needle driver instrument was broken. There was no report of patient involvement.